Manufacturer narrative:
Additional information was received that the patient's leads that were left in from the previous procedure were explanted. The physician confirmed that there were no symptoms to indicate that the patient had infection. The patient was doing well post-operatively.

Event description:
A report was received that the patient had a very sensitive skin and was experiencing pain. It was also noted that the patient had fever. The physician believed that the patient was having infection. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a very sensitive skin and was experiencing pain. It was also noted that the patient had fever. The physician believed that the patient was having infection. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient had an infection at the ipg site. The physician believed that it was not device or procedure related. The patient was administered intravenous antibiotic. The patient underwent a procedure wherein the ipg was explanted and leads were left in.

Event description:
A report was received that the patient had a very sensitive skin and was experiencing pain. It was also noted that the patient had fever. The physician believed that the patient was having infection. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated. The patient was doing well postoperatively.